Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a high blood glucose of 526 mg/dl and treated with changed the catheter and inserted it at another insertion side and gave a bolus. Customer reported that the catheter was not right inserted and that he had a skin infection at the side were the catheter was inserted. The user alleged the insulin pump was under delivering insulin. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.